Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. B3: date of event unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the crown was loose and when removed the implant was fractured at tooth site #19. A new implant was placed.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H10: additional narrative. Zimvie received one (1) tsvtb10, (imp,tsv,3.7,10,mtx,mg) for evaluation. Visual evaluation was performed, a fracture has been identified on the implants collar. DHR review was completed for the subject lot number 1249748. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1249748, for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant and dental : functional : loosening. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the collar. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.